Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy, uterine conservation , total vaginal hysterectomy, anterior and posterior repair, uterosacral ligament suspension, and cystoscopy due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion extrusion, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh erosion, pelvic pain, and prolapse. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/09/2016. Additional information: age/date of birth.